Manufacturer narrative:
A ge rep evaluated the system and recalibrated input dose to the image intensifier. System operates as intended.

Event description:
Customer reported that dose recalibration after physics checks was 30% too high. No pt injury was reported.